Event description:
Customer called customer service on (B)(6) 2011 to request assistance setting the date and time in her freestyle freedom lite blood glucose meter which she has been using for 6-7 months. She further reported that due to the meter not having the date/time set correctly she would get confused about whether or not she has tested and what medications she had taken. While on the call she reported two episodes of a loss of consciousness, (B)(6) 2011 and (B)(6) 2011. During the event that occurred on (B)(6) 2011 she additionally experienced vertigo and a seizure which resulted in her "biting (her) tongue off" and a laceration to her head with bleeding. Paramedics were called and treated her on the scene with glucose via an unknown route of administration and transported her to a local healthcare facility. Customer was diagnosed with hypoglycemia, had blood drawn for laboratory analysis, given an "injection" of unknown type and an intravenous infusion of unknown type. Customer also self-treated by eating food and drinking juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no investigation of the product is required. It should be noted: not having the date/time set in a freestyle freedom lite blood glucose meter would not prevent the customer from receiving a result.